Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had led display issues. It was reported that the display had vertical and horizontal lines disappearing. It was reported that the customer could not read the pump screen. It was reported that the pump would have to be replaced. No further information provided.

Manufacturer narrative:
Unit was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify led anomaly due to missing segment.